Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 3 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated he had disconnected to use the restroom and did not press stop on the homechoice (hc). The hc went to drain 3, causing the alarm. The batch review was not performed because the lot number is unknown. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) on the homechoice (hc) machine during drain 3. The home patient (hp) had disconnected to use the restroom and did not press stop on the hc. The hc went to drain 3, causing the se 2240 alarm. The hp then reconnected to the patient line. It was advised to report the alarm to the peritoneal dialysis registered nurse the next morning. The hp would finish that night's therapy manually. Proper procedures per the user manual were reviewed with the caller. Product surveillance spoke with the pd rn on (B)(6) 2010. The pd rn stated there was no patient injury or medical intervention associated with the event.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.